Event description:
Pt status post 3-level, c4-5, c5-6, and c6-7, vectra plate and screw implantation on (B)(6) 2008 returned to surgeon complaining of neck pain. X-ray on an unk date showed a non-union at level c4-5, c6-7 with fusion achieved at c5-6. Pt was returned to operating room on (B)(6) 2012, all hardware was removed, pt was revised to zero-p at c4-5 with no revision treatment at level c6-7 at this time. This is 5 of 9 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.